Manufacturer narrative:
H3. Analysis of the communicator found micro usb charge port is loose and failure under load (/trs210004.1/push button led on/0/bool/1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient's communicator port was damaged. The cable doesn't insert properly and does not go in all way. The rep stated that the communicator would only find the pump if it was right over the catheter access port. A request for a replacement communicator was sent to the repair department. Additional information was received from the patient's wife, who reported that an unfamiliar communicator was received. A request was sent to the repair department to replace the communicator with the correct type of communicator.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.